Event description:
Healthcare professional (hcp) reported pt (pt) receiving hemodialysis on 1550 device. Pt treatment started at 0800 with a goal weight to be removed of 3.8kg in a 3.5 hr treatment. The following 30 minute intervals of ultrafiltrate were charted: 0830: 0.75kg, 0900: 1.76kg, 0930: 2.95kg, 1000: 4.27kg. Pt did not exhibit any adverse signs or symptoms during this time. Hcp noticed the discrepancy in the fluid removed and supplemented the remainder of the treatment with normal saline to prevent pt from having too much fluid removed and becoming symptomatic. Pt pre-treatment weight was 193.8lbs, post-treatment weight was 187.9 lbs and dry weight is 188 lbs. Hcp reported device was alarming fl02 and fl06 during treatment. No further medical intervention was necessary. As of 1/14/2000, hcp reported pt is doing fine.